Manufacturer narrative:
All testing with the returned products produced acceptable results and no malfunctions were observed. However, the alleged strip lot is from the list of affected lots included in res 80018. Due to the alleged lot being associated with the reagent cracking failure mode, it is possible that reagent cracking could have caused or contributed to the customer¿s allegation even though it was not reproduced during the investigation of the returned product. The allegation was not able to be reproduced but the complaint is being verified based on a known issue with the alleged strip lot.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 253 mg/dl and 81 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.